Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient''s blood glucose that day was 476 mg/dl with large ketones and nausea. The reporter noted the patient was treated in an emergency room with intravenous fluids, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, a no-power issue was reported. It was reported the battery cap had never been changed. The reporter noted the battery compartment and battery cap threads were damaged. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.